Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Event description:
Note: this MFR report pertains to one of seven devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04400, #3005099803-2010-04344, #3005099803-2010-04402, 3005099803-2010-04403, 3005099803-2010-04405, and #3005099803-2010-04406 for a description of the other devices. This report is for the first foot switch. It was reported to boston scientific corporation that a colonoscopy with polypectomy procedure was intended to be performed using several boston scientific products. According to the complainant, during the procedure, they were going to use an endostat ii generator, footswitch, active cord, and a captiflex oval snare device, but there was no energy output on the monopolar setting. They tested the endostat ii generator using a second footswitch, active cord, and a gold probe on the bipolar setting; the pump would work but there was still no energy output. The procedure was aborted at this time. Later the same day, the patient was brought back in, and the procedure was completed with a valley lab generator and a different snare; the manufacturer of the snare is unknown. Following the procedure, another technician tested the endostat ii generator, and was able to produce a spark. It is unknown if the problem is intermittent. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.